Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a follow-up, all electrical parameters were stable and in range. X-ray was performed and revealed that there were externalized conductors on the right ventricular (rv) lead. No intervention was performed and the patient was stable and will continue to be monitored.